Manufacturer narrative:
The actual sample was not available; however, photographs and a video of the sample were provided for evaluation. The visual inspection of the provided photo and video shows that there was an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within one hour of treatment start with one unit of a prismaflex st150 set, an external fluid leak from the drain bag was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.